Event description:
It was reported that the right ventricular lead was possibly fractured and had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed oversensing due to non-physiologic signals/sic (sensing integrity counter). The impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance trend was variable, and a lead integrity alert was triggered.

Event description:
It was later reported that the patient was a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).